Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain. He states that he noticed a return of his pain approximately 11 days ago. He also reported that he was getting the message, "settings not available", on his controller. His system was interrogated. Lead connections were good. Electrodes 2, 6 and 15 were in the "avoid" range. The patient denies any falls or adverse events. The patient was reprogrammed to his satisfaction by "avoiding" electrode 6. He no longer was getting "settings not available" on his controller screen.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial #(B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a260, serial #(B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.